Event description:
Resident was attempted to be raised and transferred on a sara 3000 with the sling fitting around the back and chest of the resident and the calf straps secured in place. The caregiver asked the resident to hold onto the arms of the lift device's handles, but was not following directions. The resident unexpectedly raised her arms in the air allowing herself to fall through the sling. The caregiver removed the calf straps and lowered the resident safely. The resident's legs were found in a sideways kneeling position when she slid through the sling. The caregiver said that the resident was standing fine, but then all of a sudden dropped down which the caregiver suggested might have been caused by the resident temporarily losing consciousness. The resident sustained a fractured femur.

Manufacturer narrative:
Incident occurred at (B)(6). Arjo huntleigh - (B)(4) office was first notified by constable (B)(6) on the (B)(6) 2010 that an incident had occurred, as she was investigating the incident for the coroners court of (B)(6) requested details of the incident in order to conduct their own investigation. When the arjohuntleigh representative visited the facility on the 26th of october 2010, he was notified during his interview process that the resident had passed away on the (B)(6) 2010. He asked the facility manager why nobody contacted arjohuntleigh when the incident occurred and the facility manager responded that in his opinion, the use of the sara 3000 in no way attributed to the death of the resident and felt contacting arjohuntleigh was unnecessary. Further information will be provided upon conclusion of the manufacturer's investigation.